Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. Patient presented with sever aortic stenosis and no calcification extending beneath the aortic annular plane in the interventricular septum. No pre-dilatation was performed. Patient presented with left bundle branch block. When the navitor valve crossed the annulus, the patient went into complete heart block. One recapture was performed due to high initial implant. Refine deployment technique used to implant valve successfully at a depth of 3mm. Patient remained in complete heart block. The patient did not leave the operating room with temporary pacing, but was hospitalized for monitoring of rhythm. One day post procedure (B)(6) 2024, a permanent pacemaker was implanted.

Event description:
N/a

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient presented with sever aortic stenosis and no calcification extending beneath the aortic annular plane in the interventricular septum. No pre-dilatation was performed. Patient presented with left bundle branch block. When the navitor valve crossed the annulus, the patient went into complete heart block. One recapture was performed due to high initial implant. Refine deployment technique used to implant valve successfully at a depth of 3mm. Patient remained in complete heart block. Then, a permanent pacemaker was implanted. Based of the information reviewed, a cause for the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.